Event description:
It was reported that the pt received a tka on (B)(6) 2010. The pt is experiencing pain. There is no indication that a revision has been performed.

Manufacturer narrative:
At this time, very few details have been provided. The pt has not been revised and is being monitored by the doctor. Should add'l info be provided to further this investigation, this report shall be updated.